Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. There is intermittency between the connector pin and the cap. The outer insulation had a cosmetic depression.

Event description:
It was reported that the lead had varying impedance and an apparent fracture. The lead was removed. No patient complications have been reported as a result of this event.